Manufacturer narrative:
This supplement is being filed to correct the value to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported a lens that was inserted and removed during an intraocular lens (iol) implant procedure due to a ruptured capsule. A sulcus fixated lens was used instead.

Manufacturer narrative:
Product evaluation: the lens was returned. Solution and blood was dried on the lens. Both haptics are bent. The optic edge is broken (missing portion not returned). The anterior and posterior of the optic has small cracks directly opposite each other near the edge, similar in appearance to the outline of a tool used to grasp the lens. The optic is torn/cut into two large portions, typical in appearance to an insertion and removal. The customer indicated the use of a qualified cartridge, handpiece and viscoelastic. Optic and haptic damage was observed. The optic was also torn (cut) into pieces, typical of an insertion and removal. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the lens damage is not manufacturing related. Due to the presence of surgical solution, blood, and the condition of the returned sample, the damage is most likely related to customer handling. The file indicated that the 20.0 diopter lens was inserted and explanted due to ruptured capsule. The replacement lens was a 19.5 diopter lens. The root cause of the capsular rupture is unknown. A qualified lens/cartridge/handpiece combination was used. The manufacturer internal reference number is: (B)(4).